Event description:
It was reported that the device reached early elective replacement indicator (eri) due to a high left ventricular (lv) lead threshold. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.